Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. Unable to perform the displacement test due to the unresponsive buttons. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that her daughter's insulin pump alarmed button error and alarm cannot be cleared. Customer does not recall any significant events leading to the error, but indicated that daughter was at the beach. Child's blood glucose was 98 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.